Manufacturer narrative:
On (B)(6) 2020, the patient was admitted into the ER for reported numbness at the right leg from thigh down to toes. Patient disclosed that she had a tear in his hip. CT scan and other diagnostic tests were executed, but doctors have not revealed any information other than high blood pressure. The patient was discharged from the ER on (B)(6) 2020 with no life-threatening diagnosis. On june 16, 2020, cr stated that the doctor did not believe the stimulator had any relationship to the incident. On june 22, 2020, cr reported that the patient discontinued use of the stimulators at some point when the numbness started, exact length of discontinued use is unknown. Patient is reported that numbness has ceased but the pain persists. The stimulator was reported to meet product specifications.

Event description:
Stimwave quality has investigated the details for a reported numbness/pressure/loss of therapy, submitted to the stimwave complaint system on may 26, 2020, by clinical representative (cr), in the united states. Cr became aware of this issue may 25, 2020.